Event description:
Information received from the field does not address the patient's clinical status but notes no rate modulated response. The patient was tested on a treadmill and there was no evidence of increased rate response. Due to the age of the device, a replacement was scheduled.